Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were evaluated in the field and the issue was confirmed. 6 devices had missing components; 5 devices had damaged components; 3 devices were difficult to use/adjust. There were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes 14 malfunction events, where it was reported the restraints would not latch/lock. No patients were involved.